Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02650 / 02651).

Event description:
It was reported patient underwent a shoulder arthroplasty on (B)(6) 2004. Subsequently, patient was on (B)(6) 2012 due to unknown reasons. The humeral head was removed and replaced. On (B)(6) 2013, patient was revised due to bio-modular stem loosening. All biomet products were removed and replaced with competitor products.